Manufacturer narrative:
Concomitant product: unk-sigadapt - unknown signia egia adapter, lot# unknown; sigphandle - sig power sigphandle handle, lot# unknown; sigpshell - sig power sigpshell control shell, lot# unonwn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapler reload was dividing the portion of the stomach to be removed. The surgeon always inspects the staple line after each firing. It was noticed a small yellow piece at the end of the staple line. It was removed from the patient with a pair of graspers and it was then removed from the field. It was identified as a tiny piece of the shipping wedge that must have broken off in the load when the tech cycled the jaws of the device with the shipping wedge still attached to the load. It has been notified to always remove the shipping wedge after attaching the load to the adapter and to make sure the shipping wedge was removed before cycling the jaws. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the stapler¿s reload was dividing the portion of the stomach to be removed, the surgeon inspected the staple line after each firing. A small yellow piece at the end of the staple line was noticed. It was removed from the patient with a pair of graspers and it was then removed from the field. It was identified as a tiny piece of the shipping wedge that must have broken off in the load when the tech cycled the jaws of the device with the shipping wedge still attached to the load. It has been notified to always remove the shipping wedge after attaching the load to the adapter and to make sure the shipping wedge was removed before cycling the jaws. The surgeon used a grasper to remove the small piece of yellow shipping wedge that was on the staple line then stapled the rest of the stomach with black 60mm reloads on signia to compete sleeve gastrectomy. There was no patient injury.

Manufacturer narrative:
Correction: e3 additional information: b5, d9, e1 (prefix), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired, and the jaws of the reload were open. Functionally, the reload was loaded into a representative instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. It was reported that the shipping wedge was broken or yellow pieces have broken off from the shipping wedge, and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit channel rather than away from the channel, or if the reload is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.